Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they could not advance the angio-seal into the vessel. They then tried another angio-seal over a whooley wire, they thought they located the vessel; however, when they did went to deploy the device, the system came out and they had to apply manual pressure. There was no injury reported. Additional information was received on 09oct2024: it was believed that a 6 french sheath was used. It was unknown if a pre-deployment angiogram was performed. The patient was stable. The procedure was completed successfully. It was unknown if there was calcium or stenosis present in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was no longer available; therefore, it was not returned. An evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).